Manufacturer narrative:
Received incident report on mw5043441.

Event description:
It was reported that a patient had a greenlight bph procedure with 299,653 joules of use and 31:19 minutes. The physician reported the procedure was difficult due to the large size of the prostate. He felt he used more joules to complete the case. Six days post op, the patient had complaints of chills and frequency of urination; a ua was performed and the patient had a uti with blood in the urine; he was treated with cipro; it was further reported that seventeen days post procedure, the patient was seen at the hospital emergency room for an evaluation. The patient stated he urinated out / passed a surgical fiber tip during urination. The surgeon stated, "he could have broken the tip of the fiber when he removed the fiber from the scope; he didn't remember the tip breaking off." At this visit, the patient had a uti with blood in the urine; a ua was performed and was treated with macrobid. The patient had a ua performed on (B)(6) 2014. On (B)(6) 2014, the patient was seen by his surgeon. The uti continued with blood in the urine. During this time of uti, the patient only complained of minor irritation. The most recent ua performed was on (B)(6) 2015; the urine was clear and without infection. The physician didn't feel the uti was greenlight procedure related. The patient is "fine." The fiber will not be returned for analysis; the patient kept it. There was no further information reported.